Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that post implant, interrogation of the device gave a reading of 2500 ohms impedance on the atrial channel. The pocket was reopened, and the lead tested normal. Upon reinsertion to the atrial port, the lead would not go past the setscrew. Therefore, the pulse generator was replaced.